Manufacturer narrative:
Correction: implant date d6a should be (B)(6) 2006 and not (B)(6) 2023.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, intermittent capture on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. There were no patient consequences.